Event description:
As reported to philips by the distributor: "during an incident in 2001 involving a patient complaining of shortness of breath, the unit charged and wanted to shock artifact. The AED was attached just prior to loading the patient into an ambulance for transfer. It prompted "artifact detected" and then prompted "stand clear" and charged up. It prompted "press to shock" while the patient was alert and talking. The AED was immediately turned off and powered back on. It seemed to be working fine and was used to monitor the patient during a 40 mile transfer. When they arrived at the hospital, they tried to print a report and only got a 10 second strip. They feel they should have gotten a longer report. Also, during testing at the station using crew members, the unit prompted" aftifact detected". The customer will send printouts of this testing and the patient printout.